Manufacturer narrative:
Tandem technical support attempted to follow up with the customer per request from the customer's clinical diabetes specialist, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka), a stomach virus, and blood glucose (bg) levels of 562mg/dl. While hospitalized the customer was treated via insulin, and intravenous (IV) fluids, and released the following day.